Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: the black box and alarm history showed evidence of call service 088 alarms, the battery compartment was cracked at the case seal. The ¿ez-prime¿ steps were performed correctly, with no call service alarms or other warnings observed. The pump's cover was removed and a pcb inspection found that signals were missing from the u38 chip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.